Event description:
It was reported that this right ventricular (rv) lead exhibited a undersense beat. Technical services (ts) was consulted and explained the detection is no delayed. The lead remains in service. No adverse patient effects were reported.